Event description:
It was reported that the patient's stimulation was turning off and the device 'had a tendency to turn itself off' when the patient went through security screening devices such as retail stores. The reporter stated that it was never a problem for the patient as she would simply turn the implantable neurostimulator (ins) back on with her programmer. The patient knew when her device was on because her toes would 'curl in a particular way.' The reporter indicated that the patient reported this to her healthcare provider (hcp) but it was not deemed a problem. Additionally, the patient experienced a loss of therapeutic effect because her device had been off for a couple of weeks due to a lost programmer. It was noted that the patient's device had been 'wonderful' and the patient had not seen her hcp since roughly a year after implant because she had not had any problems. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot# j0546238v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).